Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2024 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #:(B)(6), ubd: 18-oct-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing dilaudid via an implantable pump. It was reported that the patient had a spinal surgery (unrelated to pump therapy) in which the surgeon accidentally cut the spinal segment of the catheter. It was unknown if external factors were involved. They were given an accessory kit 8785 but closed the collet without successfully linking the proximal/spinal segments so they were then given a 8782 kit and repeated the process to connect the two pieces. No other changes were made to the catheter and no catheter aspiration was done from the pump port to confirm patency of the catheter after reconnecting the two pieces. The patient will follow up with managing office for a catheter access port kit after discharge. The issue was resolved.